Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2019, during a knee arthroscopy with the first omnispan meniscal repair 12deg the surgeon fired the first implant behind the meniscus. The second implant fell off the needle before penetrating the meniscus for the second time. With the second needle the first implant was in place again. The second needle was fired and came out of the meniscus. A fifteen (15) minute delay was reported because they had to open new products which were not in the room. No additional information provided. This report is for one (1) omnispan meniscal repair 12deg. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No nonconformances were identified for this part-lot number combination per qlik query executed on (B)(6) 2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: no nonconformances were identified for this part-lot number combination per qlik query executed on (B)(6) 2019. B3 unknown event date in 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.